Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2014 and suture was used. During the laparoscopic procedure, ¾ of the needle broke off and remained in the rectus sheath. The patient was x-rayed and the needle was located, but the surgeon was unable to remove it. Additional information has been requested.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The patient is reported as doing okay. Conclusion: a needle that was fractured at the attachment area was returned for evaluation. The needle tip was not present. During visual inspection a lot of instrument marks were found at the attachment area which indicates that the needle was handled there. The appearance of the breakage indicates that the material was overstressed during use (first bent up and then breakage).